Manufacturer narrative:
.

Event description:
The customer reported door handle broken. The asp field service engineer found oil mist coming from the unit during repair. The customer stated that there were no physical complaints related to the reported oil mist. The asp field service engineer repaired the unit.